Manufacturer narrative:
B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a direct anterior hip replacement with dr. (B)(6), both the offset jointed reamer and the offset insertion handle did not work properly. No consequence to the patient as another reamer handle was opened to substitute. There was a 2min delay. Later in the case, during implant insertion, the offset stem inserter failed to engage with the handle. There was another 2min delay as a result so that we could get another offset inserter opened. Upon testing both the offset shaft and the handle, we found that both must have some sort of damage inside, as neither would assemble onto other working shafts/handles. There was no patient consequence as a result of this delay. The procedure was finished successfully.